Event description:
Customer reported that the unit would not power up properly. No reported pt involvement. Svc rep was able to duplicate reported condition. The device was repaired and proper operation confirmed.